Event description:
It was reported that the user experienced insulin leakage from the back of the ilet cartridge, with visible droplets and an insulin odor; the user reported needing to replace cartridges daily and provided images showing insulin dripping, and replacement infusion sets and cartridges were shipped. Symptoms included hyperglycemia with a reported blood glucose of 294 mg/dl. Outcomes included no injury, no medical intervention, and no healthcare utilization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the reservoir component and a leak or splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.